Event description:
Patient presented to the emergency department with a firm mass and significant swelling at the neck incision site, resulting in difficulty breathing. The patient was prescribed medication, and the swelling subsequently subsided.